Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data was collected from the device and analyzed. Elective replacement indicator (eri) caused by high battery impedance noted on (B)(6) 2011 prior to explant. Ramware version 8 installed on (B)(6) 2010.

Event description:
It was reported that the patient experienced pacemaker syndrome when the device went to vvi65 mode after reaching elective replacement indicator (eri) due to high battery impedance. The device was reprogrammed until it could be explanted and replaced. No further patient complications have been reported as a result of this event.